Manufacturer narrative:
A bci fse (field svc engineer) was not dispatched to the site for this event since one was not required. The cts (customer technical support) tech performed troubleshooting over the phone and was able to determine that a tsh reagent pack was incorrectly loaded on the carousel and this was the root cause of the problem. This is one of 12 medwatch reports being submitted since there were 12 separate results reported out of the lab associated with this event. This reportable event was identified during a retrospective review of complaints conducted from 1/1/2008 through 10/23/2010 for add'l reportable events.

Event description:
A customer reported to beckman coulter, inc (bci) that they obtained erroneously low tsh (thyroid stimulating hormone) results on their access 2 immunoassay sys, and the results were reported out of the lab. The customer did not provide any qc (qc) or sys info related to the event. A tech found that a tsh reagent pack had not been loaded into the correct position in the reagent carousel. The samples were retested using a correctly loaded tsh reagent pack and amended reports were issued. Twelve (12) pt results were reported outside of the lab. The customer provided only examples of 7 erroneously low tsh results. No corrected results or pt sample data were provided. There was no report of death or serious injury associated with this event. However, it is not known if any change to pt treatment had occurred.